Event description:
It was reported that during a da vinci-assisted lower anterior resection, a leak was detected after an anastomosis with a third-party circular stapler and action was taken immediately to correct the anastomosis. The reporter did not indicate how the procedure was completed.

Manufacturer narrative:
No intuitive surgical, inc. (Isi) product has been implicated or returned for failure analysis (fa). Though not implicated, an advanced stapler log review shows a sureform 60 stapler instrument part number 480460-09 lot number k11240924-0009, was installed on the system once and fired 1 blue reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.